Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited premature battery depletion due to intermittent high current drain. During hybrid analysis, the high current could not be reproduced. The hybrid was monitored for one week and normal current drain was measured throughout that period.